Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had great result with almost 20/20 vision in the distance and decent functional vision at near. However, the patient noticed a constant oblique streak through the center of vision most visible at night. The patient feels uncomfortable driving at night because of this and was quiet upset. The patient posterior capsule showed a fold exactly opposite to his description, so surgeon did a yag capsulotomy hoping this would alleviate the issue and after returning 3 months, surprisingly it did not. The intraocular lens is well centered and patients eye is otherwise healthy. The patient also stated the streak is only visible at night when light is hitting patients eye. There is possibly the faintest grey lesion near the central optic, but no obvious damage from the lens loading or insertion. Additional information has been received and stated that, oblique streak in vision of left eye, mainly at night during driving. The symptoms were continuing to the patient. Possible lens exchange in future was reported.